Event description:
It was reported this was an arteriotomy closure of both the right and left common femoral arteries (rcfa/lcfa) using the pre-close technique via a 16f sheath hole prior to an endovascular repair of abdominal aortic and iliac aneurysm/dissection with endograft implantation procedure. The sutures of two prostyle devices were successfully placed in both the rcfa and lcfa. The endograft procedure was completed. Reportedly, a suture break occurred when advancing the knot of one of the prostyle sutures that was pre-placed in the rcfa. A non-abbott catheter was deployed from the lcfa to the rcfa and used for a few seconds and then the sutures were cut. A compressive dressing using elastic tape was then applied to achieve hemostasis in the rcfa. Hemostasis was successfully achieved in the lcfa with the two pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, there may have been damage to the suture due to a snag, or too much tension, or angle was not coaxial; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.